Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. Vascular access was gained via the radial artery. The 90% stenosed, 3.0x20mm lesion was located in the calcified mid right coronary artery (rca). Th lesion was predilated with an unspecified balloon. During advancement of the 3.0x20mm promus element stent delivery system, prior to reaching the lesion, difficulty was encountered. The device was removed and it was noted that the stent had moved on the balloon. The procedure was successfully completed with another of the same device. No patient complications were reported, and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device is combination product. Device evaluation by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).